Event description:
Product analysis was completed and approved lead. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. One set of setscrew marks were found near the end tip of the connector pin, indicating the lead connector had not been fully inserted into the cavity of the pulse generator at one time. The location of the four additional setscrew marks found on the lead connector pin provide evidence that, at one point in time the lead connector pin was inserted completely, and a good mechanical and electrical connection was present. Canted spring scratches were observed on the connector ring surface. The lead connector was inserted completely in the header of a representative pulse generator header. No anomalies preventing the connector pin from being fully inserted into the generator were noted. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Product analysis on the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis has not been completed and approved to date.

Event description:
The patient underwent a full replacement surgery. The patient's father reported that his son can¿t move very well so when he helps him out of the bath, he would have to put a strap around his chest and pull him. He thinks over time it may have damaged the wires. He thinks it may not have worked for the last 1.5 years. The vns was turned off about half a year ago. He said they didn¿t immediately go for revision because of the higher risk for lead revision. However the therapy has helped before so they are now here getting it replaced. In surgery, surgeon took out the old generator and reinserted the leads. Diagnostics showed high impedance . A new generator was connected to the lead and diagnostics also showed high impedance ohms. Surgeon then proceeded in replacing the leads. He said the original electrodes were placed a bit higher on the neck so he implanted the new electrodes below them. He cut the old leads in the neck area but it is unknown exactly how much of the old lead is left since they didn¿t dig in to find the old electrodes. The explanted lead has not been received for analysis to date.

Event description:
The explanted lead and generator were received for analysis. Analysis is underway but has not been completed to date.

Event description:
It was reported that upon interrogation, high impedance and low output current were seen. The patient reports no pain. Clinic notes were received and reported that the patient's device repeatedly showed low output current and high impedance. No surgical intervention has occurred to date. No additional relevant information has been received to date.